Event description:
It was reported that malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reset the pump and continued to use it for insulin therapy and planned to reach out to their health care provider to obtain a backup method of insulin therapy.